Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device split in tubing. There was no back up device available.

Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows no electrode wear. The insulation on the shaft is intact. The device cable, the saline and the suction tube were cut. There were no manufacturing abnormalities found. A functional evaluation could not be performed as the cable and the tubes were cut. The complaint was not verified and the root cause could be determined by an user error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.